Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 9262128. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. However, previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated.

Event description:
It was reported that 3 intima-ii 26gax0.56in mz slm npvc needles were found pierced through their shields when unpackaged. The following information was provided by the initial reporter, translated from chinese to english: "the needle was bent when it was unpacked and the needle also pierced through the shield"